Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. Fse confirmed the complaint with the customer and the error logs/results. Fse noted the elevated patient results and instructed the customer to check the column and the pre-filter element. Fse also instructed the customer to put the old column back on the analyzer, perform priming, installed a new pre-filter, and perform a flush. The customer recalibrated and ran control materials, but the error persists. Clinical support specialist (css) sent the customer a new column, which resolved the complaint. The customer verified the analyzer by successfully performing calibrations, quality control, and ran patient samples within acceptable ranges. No further action required by field service. The g8 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 20mar2022 through aware date 20apr2023. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual v 3.2 under section 1.8: limitations of the procedure: total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival the life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. The most probable cause of the reported event was due to the faulty column.

Event description:
A customer reported ¿discrepant patient sa1c result on the g8 analyzer. The result was higher than patient's expected result which prompted the doctor to request a rerun of the sample. The customer stated no calibration and quality control (qc) issues. The customer replaced the column and filter. The column count was 0422 and filter count was 72. A field service engineer (fse) was dispatched to further investigation. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.